Event description:
It was reported the patient experienced an infection at the midline thoracic incision site. Patient was admitted into the hosptial for IV antibiotics to treat the infection. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.